Event description:
A malfunction alarm was reported, identified by a specific code, but no notable events occurred prior to it. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur afterward. Customer was instructed to continue using the pump and to contact support if the issue reappears, and they acknowledged this guidance.